Event description:
Customer reported device was placed in 2005 for ventral hernia repair. Patient preseneted with a recurrent hernia and was returned to surgery in 2006. Customer reported at the time of reoperation that there was a tear measuring 4-5 cm in diameter. The defect was debridded and closed with suture. The device remains in place.

Manufacturer narrative:
Conclusion code : a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should addtional information be obtained, a supplemental 3500a form will be submitted accordingly.